Manufacturer narrative:
No samples were returned for testing or review. No retained samples are available for testing/review. If samples become available at a later time the devices will be evaluated and the results will be included in a follow-up report. A review of the device history records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. The bending, fracturing, breaking or needle detaching from the suture can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. Without reviewing the actual needle, receiving magnified photos of the device, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
Our distributor reported that the patient underwent gastric stromal tumor surgery. When sewing the common surgical incision of gastrointestinal tissue, the needle pulled off the suture. X-ray's were used to look for the needle but it could not be found. A CT scan was used to remove the needle. The surgery was delayed for about 6 hours. The patient is stable now.